Event description:
I used fixodent from approximately 2001 - now, while I was using fixodent, I began experiencing numbness and tingling in my extremities. I was diagnosed with neuropathy. I don't remember the date. My neuropathy is permanent. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 2001 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.